Event description:
High-frequency noise seen on the atrial channel leading to atrial monitoring recordings transmitted to home monitoring. Patient history to be evaluated for any source of emi that might explain the behavior, and lead also to be evaluated in office. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.